Manufacturer narrative:
Concomitant medical products: product ID neu_refillneedle, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an infection of the pocket. The symptoms included swelling, drainage, stomach was red and inflamed. It was considered a sudden change in therapy/symptoms. The healthcare provider (hcp) took a needle and removed fluid from the pocket where the pump was and the fluid was pus. The infection was not confirmed. A hcp told the patient that he thought that his fill was done with a dirty needle. The infection was associated with a refill that was about 8 months after implant in 2016. The patient had both IV and oral antibiotics. The patient was put on IV antibiotics when in the hospital and sent home with oral antibiotics. The patient had a total system explant and the infection was cleaned out. The infection was resolved and a new pump was put in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient clarified the infection was determined approximately 8 months after pump implant on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.